Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file and the device is powered with the multifunction cable and 12 lead attached, no CPR adaptor or electrodes applied. The log then shows the CPR adaptor and electrodes are applied, with a valid patient impedance. The device did not display the ECG signal as the lead view was set to lead v4 rather than pads for the duration of the case. Had the lead view been changed to pads, the ECG signal would have been displayed on the screen. It is important to note that had the analysis or discharge functions been initiated, the device would have auto-switched the view to pads view. Analysis of reports of this type has not identified an increase in trend.